Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus medical systems (B)(4). Olympus (B)(4) checked the subject device and found that the subject device functioned without the image problem, but the light source used in combination with the subject device had failure. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine preventive maintenance, it was found that the endoscopic image of the subject device could not be displayed on the monitor. There was no report of patient injury associated with this event.